Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for an 85yrs old male patient. The results provided were: sid (B)(6): (B)(6) initial=162 mmol/l /repeated=141 mmol/l, laboratory reference range for sodium=134 to 148 mmol/l , there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6):(B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for an 85yrs old male patient. The results provided were: sid (B)(6) initial=162 mmol/l /repeated=141 mmol/l. Laboratory reference range for sodium=134 to 148 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer inspected and cleaned the ict probe to resolve the discrepant sodium result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regard to the customer reported event. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6) or ict probe.